Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms of near syncope. The readings were 50 points off. At the time, the cgm displayed a reading of 100 mg/dl, while a self-administered fingerstick showed blood glucose levels of 50 mg/dl, followed by 42 mg/dl. An ambulance was called by an unknown individual. Upon arrival, paramedics performed a fingerstick which showed a blood glucose level of 40 mg/dl, while the cgm reading was 95 mg/dl. The patient was treated with glucose (route not documented). After approximately 20 minutes, the cgm reading increased to 185 mg/dl, and the blood glucose reading was 100 mg/dl. No further treatment was reported as necessary. There was no documentation of additional medical evaluation or intervention. At the time of reporting, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. It has been reported that there was a difference in readings of 50 points. No additional patient or event information is available.